Event description:
It was reported that the patient presented with a preoperative diagnosis of l5-s1 recurrent herniated nucleus pulposus. The patient underwent the following procedures: anterior l5-s1 partial corpectomy and disc excision; anterior l5-s1 interbody fusion with rhbmp-2/acs; anterior infix device, one device used; emg nerve conduction velocity studies, four screws placed, two levels, four nerves tested at two levels. Per the op notes, rhbmp-2/acs was placed into the infix device. No patient complications were noted. (B)(6) 2008: the patient presented with a preoperative diagnosis of painful lumbar hardware, l5-s1. The patient underwent removal of segmental spinal instrumentation at l5-s1. No patient complications were noted. (B)(6) 2011: the patient presented with lumbar pain. Assessment: chronic radiculopathy. (B)(6) 2011: the patient presented with back pain. (B)(6) 2012: the patient presented with back and leg pain. The patient also reports spasms in cold weather. Assessment: degenerative disc disease lumbosacral spine. (B)(6) 2012: the patient presented with back pain, and swelling when she is active. (B)(6) 2012: the patient presented with back and bilateral leg pain. She also reports numbness in her feet when she sits too long. (B)(6) 2012: the patient underwent x-rays of the lumbar spine. Findings: stable fusion of the l5-s1 disc; mild facet joint hypertrophy throughout the lumbar spine; early endplate spurring at l3-4. (B)(6) 2012: the patient underwent MRI of the lumbar spine due to back pain and leg pain. Impression: stable postoperative changes at l5-s1. L5-s1 there is left lateral disc bulging causing mild/moderate left neural foraminal narrowing; incidental note is made of numerous layering gallstones and borderline prominence of the common bile duct. (B)(6) 2012: the patient presented with back pain, left ankle pain, and more numbness in left leg. (B)(6) 2012: the patient presented for CT of the lumbar spine due to back and lf leg pain and status post disc spacer insertion at l5-s1. Impression: disc spacer present at l5-s1. Normal alignment at l5-s1. Osseous changes indicating removal of previous posterior l5-s1 fixation hardware graft mildly bulging discs at l4-5 and l3-4; acquired fusion involving the facets at l5-s1 bilaterally. Modest degenerative change involving the facets at l4-5. (B)(6) 2013: the patient presented with back and left leg pain. The patient reports having fell on ice recently. Assessment: stable radiculopathy. (B)(6) 2013: the patient presented with lower back pain and recently had an episode of bilateral leg swelling.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.